Event description:
It was reported that 2x16mm bolts sheared intra-operatively. It is unknown whether the procedure was delayed and if there was a backup device available. Also, it is unknown if there was an impact or affectation to the patient due to this issue.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.